Event description:
It was reported that an asymptomatic patient presented for routine follow up. Review of stored egm revealed crosstalk during nonsustained lead noise episodes. No crosstalk was observed in real-time. The device was reprogrammed and the patient will be monitored.

Event description:
New information received noted further non-sustained lead noise was observed via remote transmission. Intermittent undersensing was noted. Programming changes were made.

Event description:
New information received notes that a new merlin.net transmission showed several events of crosstalk. Custom programming was discussed.